Event description:
It was reported the screen is cracked. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is cracked, it is also bleeding, and there are missing segments. Lower case and side bail covers are broken. Heart block is contaminated. Battery contacts are compressed. Keyboard is scratched.